Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) feature, which is designed to withhold inappropriate ventricular detection if the rhythm displays characteristics of a supra ventricular tachycardia (svt) origin, did not allow antitachycardia pacing to be withheld for the ventricular tachycardia (vt) episode due to the ventricular rate being greater than the atrial rate. However, the patient does not have an atrial lead for assessment of atrial activity. Programming options were discussed and the device remains in use. No further patient complications have been reported as a result of this event.